Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
The sorin group field svc rep was at the facility in order to perform a scheduled preventive maintenance on the s5 system and found that the touch screen of the s5 roller pump would not respond. There was no pt involvement.